Manufacturer narrative:
The sample did not read the temperature properly. The needle was removed. The solder joint at the tip of the thermocouple was found to be broken. The investigation identified the root cause of the reported event to be a poor solder joint. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that after connecting the needle to the generator, the temperature was no indicated properly. The temperature was shown as 50 or 100c but did not remain stable. Another product was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that after connecting the needle to the generator, the temperature was not indicated properly. The temperature was shown as 50 or 100c but did not remain stable. Another product was used to complete the procedure. There was no patient injury.